Manufacturer narrative:
Failure analysis lab update: reported problem could not be verified in lab - the battery was received partially charged, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally. There is no fault found with this battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that an mrx battery failed to charge in a cadex c7200 charger. There was no patient involvement.